Manufacturer narrative:
Technician checked the bed operation. Worked as designed. No malfunction found. Bed located in icr.

Event description:
Complaint received alleged that the head would not raise. No patient impact alleged.